Event description:
The caller reported that the patient's ins would not go into MRI mode. The patient had a db-1200s device from boston scientific. Technical services specialist did not ask for any other details as the complaint was related to a non-(B)(6) device. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".